Event description:
No injury. Pt is fine. Rfa of the liver. They were planning to do a 5-6cm ablation. Extended tines out to 5cm then scan. After scan, retract tines back to 2cm to start ablation. When retracting back they felt something was not right. Took another scan. They were able to tell a tine had busted off. They ended up doing the ablation. When finished it was confirmed that a tine was busted off.